Event description:
Per medwatch form 3500a, uf report# (B)(4) received from FDA on (B)(4) 2014. Title: xxxx event descr: the patient presented to the neurosurgeon with complaint of back pain. Upon examination it was discovered that the patient's spinal rod had broken. Manufacturer response for spinal rod, expedium viper rod (per site reporter): the company representative was made aware. What was the original intended procedure? Original implant of the rod was two years ago. Patient required removal of broken spinal hardware. Device usage problem: device failed (e.g. Broke, couldn't get to work or stopped working)

Manufacturer narrative:
The rod was not returned for evaluation. A device history record review could not be conducted because the lot number is unknown. A 12 month complaint trend analysis on the product code found no emerging trends. The root cause for the rod breaking cannot be positively identified. However, it may have been due to unanticipated forces being placed on it. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter: email address: (B)(6). "More than 10 days ago". A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.